Event description:
The user's speech comprehension has deteriorated. During revision surgery there was no stimulus response, thus the user has been re-implanted. It is not known how the user is doing with the new device.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. The recipient was re-implanted however no information how the recipient is currently doing has been received. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user speech comprehension has deteriorated. There was no response when the device was measured intraoperatively.